Event description:
Post successful implant of an endeavor sprint drug eluting stent, the patient has been experiencing a burning/itchy sensation allover her body, occasionally resulting in a rash, which does not improve. Within a week of implant the patient had hives and her condition worsened on a scale from 1(low)-10(high) most days she says her discomfort is a 10. Prior to stent implant the patient not been nickel tested. The patient has consulted her cardiologist and he thought it was an allergic reaction to medications she was taking and she has been on and off many platelet inhibitors as well as aspirin itself with physician guidance and the discomfort persists. Patient also stated that she is having chest pain randomly and has spoken with her doctor about this and she has verapamil and nitroglycerin to use/treat if the pain gets severe. She has had post implant angiograms performed where it shows the stent is performing as expected and keeping the vessel open. It has been confirmed that recently the patient was diagnosed as been allergic to nickel.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-allergic reaction. Patient's condition, predisposed event-confirmed nickel allergy. No results available since no evaluation performed- device or procedural images not provided for review. Conclusion: known inherent risk of procedure-allergic reaction. Related to patient condition -confirmed nickel allergy. Unable to confirm complaint - device or procedural images not provided for review. (B)(4). Event date month and year valid.